Event description:
It was reported the asymptomatic patient presented to the clinic due to a vibration alert. Upon interrogation, the device exhibited post-paced t-wave oversensing via stored episodes. The physician reprogrammed the device which resolved the issue. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4).